Manufacturer narrative:
The mobile view station (mvs) power board was returned to the manufacturer for analysis. Through functional testing, performance testing, visual physical examination, and usability inspection, the reported issue could not be confirmed as the board was missing fuses when it was returned. The mobile view station (mvs) interface cable was returned to the manufacture for analysis. Through performance testing and visual/physical examination the reported issue was confirmed. There was an electrical failure with this component, there was an open connection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the umbilical cord, mobile view station (mvs) power board, and power cord were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power cord was returned to the manufacturer for analysis. Through visual/physical examination the reported issue of the bent prong on the power cord was confirmed. The power cord passed continuity testing. Visual inspection showed that the ground prong on the molded end of the plug was bent. Physically damaged power cord. Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the image acquisition system (ias) was not charging, and there was no line power light. The mobile view station (mvs) was charging but had a bent prong on the power cord. The ias would turn on but not be fully charged. There was no patient present at the time of the event.